Event description:
The user facility reported that during a patient procedure, the plastic sheathing to their cointip snare melted and the snare would not cut through the polyp. User facility personnel utilized another device, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The cointip snare subject of the reported event is being returned for evaluation.investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.